Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was 131mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
The insulin pump was received with a critical pump error and a pump error found in the formatted history file due to corroded electronic assembly. The motor and battery tube assembly found with traces of corrosion per visual inspection. Analysis was unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump passed leak test. The insulin pump was received with minor scratched display window and case.